Event description:
Per the clinic, the patient underwent a skin revision surgery (date not reported) under general anesthesia. Abutment was removed during the same surgery.

Manufacturer narrative:
This report is submitted on september 29, 2022.